Event description:
Physio-control was evaluating the customer's device for an unrelated issue when it was observed that the device took 40 seconds to complete a boot-up cycle. This failure could inhibit the user from using the device in a timely manner during a critical situation. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the patient parameter pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed patient parameter pcb assembly at the failure analysis center and determined the cause of the failure to be due to an open fuse, designator f3.